Manufacturer narrative:
Per the surgeon, the device was explanted on (B)(6), 2014.this report is filed april 29, 2014.

Manufacturer narrative:
(B)(4). Implanted device remains.

Event description:
Per the clinic, the patient experienced skin flap breakdown (date not reported) at the implant site. The implanted device remains.

Manufacturer narrative:
This report is filed may 09, 2014.